Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra completed its internal investigation 8/18/2015. The investigation included: method: DHR; complaint trend; visual inspection; results: date of manufacture: aug-2002. DHR review was completed for cusa excel handpiece serial number (B)(4). No non-conformance reports were raised during the manufacturing process for this handpiece. Test records for cusa excel handpiece serial number (B)(4) were reviewed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel handpiece been released. The service history for the cusa excel handpiece serial number (B)(4) was reviewed. The reviewed service history documentation for cusa excel handpiece serial number (B)(4) has identified no issues related to complaint incident. The DHR review has been deemed satisfactory. A minimum of 12 months review was completed using the following key words ¿hp not working¿ and a root cause ¿defective coil form and transducer¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 22-apr-2014 to 22-jul-2015. The analysis of the complaint investigations and root cause reports has concluded there is (B)(4) complaint for the cusa excel c2602 handpiece for the reported failure with the root cause identified as ¿defective coil form and transducer¿. Reported failure was confirmed; the handpiece was not functioning correctly and had low power due to a faulty transducer. Also, the cable assembly was damaged and coil form was burnt .as part of the repair, the handpiece has been rebuilt; new transducer sn: (B)(4), handpiece housing, cable assy, coil form, connector and o-rings were fitted. The handpiece was calibrated and tested to specification prior being returned to customer. Conclusion: the failure analysis investigation has concluded the root cause of the handpiece not functioning correctly was due to a faulty transducer and a burnt coil form.

Event description:
This is the third report of four involving either the cusaexcel2 or the cusa handpiece from the same facility. A cusaexcel2 was involved in an event which was described as follows; originally it was reported that the cusaexcel2 was "burning" the tissue and not aspirating. Additionally information received on april 20, 2015, from the integra lifesciences representative who reported that there was no injury involved with this complaint. The surgery was prolonged and the surgery was completed by manually removing the tumor. Although he was not present during the surgery he would not describe the failure as "burned tissue". His description would be that there was little or no aspiration. Amplitude was less than 100%. There was no overtorqueing involved with the case. The units in question are 13 years old and have never had any preventative maintenance. More than likely the issue is due to one console and 2 of their hand pieces are 13 years old. Further information received april 21, 2015, from the neuro coordinator is as follows; the tissue was getting burned or charred, irrigation wasn't flowing out the tip and the tissue wasn't being aspirated into the tubing. We (me the circulator and the scrub tech) trouble shooted everything we knew to do and the issue never resolved. It did no harm to the patient and the patient did not require any additional treatment. When the surgeons noticed it burning the tissue, they stopped using it and we used a piece of the mass that had been removed to do our trouble shooting and testing on. Information received april 22, 2015, from the integra lifesciences representative is as follows; for the 2nd console and handpiece what was the issue? Was it "burned" tissue as well? Answer: not functioning at all during cases. Date this second issue with the console and handpiece occurred? Answer: they had numerous issues after the meeting josh and I had with the neuro surgeon through the first week in (B)(6).